Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that the customer's cartridge was leaking "from the top". The customer was able to load a new cartridge and resumed insulin therapy. No additional information was known or reported.